Manufacturer narrative:
Additional information: the right gsv was treated. Patient allergies include, vicodin ,topiramate, sulfa, oxycodone, mirabegron, methotrexate. Obesity, htn co-morbidities. Compression of the gsv was utilized. The patient is still experiencing symptoms, issue is still present and will be meeting with an allergist. Will follow up with the interventional cardiology group that treated the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a venaseal closure system was used for a procedure to treat the patients distal great saphenous vein on (B)(6) 2025, and post-op the patient experienced a severe hypersensitivity reaction with an ongoing systemic reaction occurring along the treated vein more than 5cm from the access site, with symptom onset reported as days 2¿14 after the procedure. Only one leg was treated. The blue introducer was used. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. The patient reported itchiness on (B)(6) 2025 and was prescribed a medrol dose pack. Patient followed up with physician on 04-sep-2025, and was prescribed topical and oral benedryl 50mg three times daily, prednisone, and was on tapered steroids. Patient followed up with physician on (B)(6) 2025, and was prescribed triamcinolone topical cream twice daily. The patient later experienced chest pain and shortness of breath, and was sent to the emergency room. The patient is working with an allergist. The venaseal remains implanted and the issue is still present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.